Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence, and a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was not known. Customer consumed glucose tablets and paramedics administered glucagon to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.